Event description:
Consumer stated that while using the rite aid oral care interdental brush, the brush head came off the plastic handle and went in his throat. He attempted to "pull it out with my fingers and ended up having to vomit to get it out." Consumer's first time using the product, but he had used a couple other brushes from the pack before he used this one.